Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that a multiloc humeral nail removal was done on an unknown date due to nail backing out and pain. Two (2) multiloc screws and one (1) 4mm locking screw were removed. During manufacturer's provided x-ray image investigation it was identified that an unknown screw was backed out from original positioning. This report is for one (1) unknown screw this is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
This report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that the unk - screws: trauma was found to have backed out from original positioning. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for the unk - screws: trauma. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A manufacturing record evaluation cannot be performed since lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.